Event description:
The nurse obtained successful venous access, threaded the catheter, stabilized the catheter but the needle did not shield and flung a drop of blood in thier eye. The pt was hep. C positive.